Manufacturer narrative:
Product event summary: the introducer was returned and analyzed, and the mechanical operation of the catheter shaft peeling was not following the score line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, when the initial splitting of the introducer the hub separated from the sheath body during the peel the physician encountered difficulty to part the introducer with scissors to remove from the lead body during a pacemaker implant. This added considerable time to the implant. The introducer sheath was found to have difficulty with the peeling. The hub was cracked and the sheath would not split along the score line length wise. The introducer was removed and replaced with a different introducer. The second introducer encountered the same issue. The procedure was subsequently completed. No patient complications have been reported as a result of this event.